Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms every time the patient moved was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days ((B)(6) 2022 ¿ 22aug2022, (B)(6) 2022 per timestamp). After review of the submitted log file all events pertaining to system controller were found to be routine. The driveline was disconnected on 22aug2022 at 22:34:39 for a system controller exchange. There were no events that would indicate an issue with the system controller. Multiple good faith efforts were sent asking if the exchanged heartmate 3 system controller would be returned for analysis. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 25jan2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed their system controller on (B)(6) 2022 at 22:34. The system controller was changed out after having low voltage alarms every time the patient moved. There were no further alarms since the system controller was changed.